Event description:
The customer reported via phone call that the insulin pump had unresponsive up and act buttons. The caller observed the keypad anomaly during a bolus attempt. The customer's blood glucose was 200 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump, but the customer's father declined, stating that the customer would use the back-up plan and wait to upgrade the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.